Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device had a low air leakage alarm co2. There was no patient involvement when the issue was found, no patient or user harm reported. Remote diagnostics was performed and it was reported that the device was restarted, but was still not working. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A field service engineer (fse) evaluated the device and confirmed the customer's allegation. The fse performed a visual inspection. The fse restarted the device twice, and the alarm cleared. The fse then tested and inspected the data, and the visual check passed. The device was returned to full functionality.